Event description:
It was reported that low right ventricular (rv) sensing was observed on the cardiac resynchronization therapy defibrillator (crt-d) that was suspected to be oversensing of atrial signals. The device sensitivity had been reduced to 1.0 mv (automatic gain control) at a recent follow-up appointment on (B)(6) 2025. Technical services discussed lead position considerations and also that the intermittent oversensing had not resulted in significant storage of oversensing events. X-ray to assess the lead position, provocative maneuvers and continued monitoring were recommended. The crt-d remains in service. It was planned to continue to monitor the patient.

Event description:
It was reported that low right ventricular (rv) sensing was observed on the cardiac resynchronization therapy defibrillator (crt-d) that was suspected to be oversensing of atrial signals. The device sensitivity had been reduced to 1.0 mv (automatic gain control) at a recent follow-up appointment on (B)(6) 2025. Technical services discussed lead position considerations and also that the intermittent oversensing had not resulted in significant storage of oversensing events. X-ray to assess the lead position, provocative maneuvers and continued monitoring were recommended. The crt-d remains in service.